Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead dislodged. A procedure was performed to reposition the lead; however, after the lead was inserted into the device, the lead could not be connected as the setscrew was stuck. The type of wrench used during the procedure is unknown and it was also observed that a piece of a wrench remained in the thread. The device was explanted and an unknown replacement device was implanted. The rv lead was successfully repositioned and remains implanted with the new device. No adverse patient effects were reported.